Event description:
It was reported that this right ventricular (rv) lead was exhibiting out of range pace impedance measurements greater than 3000 ohms which triggered a lead safety switch (lss). Subsequently, noise was oversensed which resulted in pacing inhibition. The patient's heartrate was around 30 beats per minute. It was noted the rv lead also exhibited loss of capture (loc). This lead was subsequently surgically abandoned due to fracture and replaced. Other than the surgical procedure and low heartrate, no additional adverse patient effects were reported.